Manufacturer narrative:
It is the opinion of e-z-em's medical director that this report appears to represent a false negative study that can be explained by the use of an existing IV line whose placement is problematic. A new line should have been placed for the IV administration of iodinated contrast media. This adverse event is considered serious and expected. Extravasations greater than 20ccs do have the potential to cause serious harm or permanent injury that may require additional medical intervention in the form of plastic surgery. E-z-em's manual and operations guide includes a caution and warning section relating to minimizing the potential for extravasation. However, e-z-em's labeling clearly states, that the eda feature is an "auxiliary device feature which assists users in the detection of a possible extravasation" and "it is not intended as a substitute for observation and intervention by a trained healthcare professional.") It is an unrealistic expectation that the eda device which uses low level electrical signals for extravasation detection purposes provide 100% sensitivity. While it is not possible to determine if the circumstances behind this false negative condition are solely user related, device related, or some combination thereof, e-z-em will continue to provide training, site monitoring, and complaint evaluations.

Event description:
It was reported that an extravasation occurred that was not detected by the empower injector system (i.e., no alarm was signaled by the extravasation detection accessory (eda) module. The patient was on a medicated IV drip and said she was not feeling any effect from the medication. The technician removed the drip IV line and hooked the same IV line to the injector and placed the patch over the needle site. A 120 ml of non-ionic contrast was set to inject at 3.6 ml/sec for 60ml, then 4 ml/sec for 60ml. It was estimated that 90-100 ml of the contrast extravasated. The alarm did not sound during the injection and the patient did not mention any discomfort. The scan did not acquire enough diagnostic information due to the extravasation. Patient was sent to the ER for observation and then follow-up by her physician. One to two days later, x-rays of the arm looked fine. No residual contrast was noted. After injection, the technician verified the eda module for broken wire leads, however, these appeared intact.